Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic and painful menstruations, especially the first 24 hours') and deafness ('hearing loss in right ear') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant), pain in extremity ("unexplained pain in left thigh intermittent pain in right tibia muscle irradiating to the whole leg"), musculoskeletal pain ("muscle and joint pain, often at night while lying down (ankles hips, elbow, knees)"), limb discomfort ("heavy legs"), dysmenorrhoea ("hemorrhagic and painful menstruations, especially the first 24 hours"), gastrointestinal disorder ("bowel disorders almost permanently") and fatigue ("chronic fatigue"). In (B)(6) 2017, the patient experienced anal pruritus ("unbearable and very disabling anal itching"). In (B)(6) 2018, the patient experienced rotator cuff syndrome ("tendonitis in left shoulder"). In 2018, the patient experienced dizziness ("unexplained dizziness"), lasting 2 months. On an unknown date, the patient experienced deafness (seriousness criterion medically significant), fungal infection ("mycosis"), infection ("infection"), eczema ("eczema"), haemorrhoids ("hemorrhoids") and melaena ("melena"). The patient was treated with physical therapy. In 2018, the dizziness had resolved. At the time of the report, the menorrhagia, deafness, pain in extremity, musculoskeletal pain, limb discomfort, dysmenorrhoea, gastrointestinal disorder, fatigue, anal pruritus, fungal infection, infection, eczema, haemorrhoids and melaena outcome was unknown and the rotator cuff syndrome had not resolved. The reporter provided no causality assessment for anal pruritus, deafness, dizziness, dysmenorrhoea, eczema, fatigue, fungal infection, gastrointestinal disorder, haemorrhoids, infection, limb discomfort, melaena, menorrhagia, musculoskeletal pain, pain in extremity and rotator cuff syndrome with essure. The reporter commented: she underwent colonoscopy and stools examinations, fibroscopy and video-capsule following melena but nothing remarkable was found. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.